Event description:
Caller reported blood glucose results of between 170 mg/dl and 190 mg/dl on aviva system 1, 90-105 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. Strips not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).